Event description:
It was reported that a malfunction occurred on the customer's pump. The impact on the customer's blood glucose level was unknown as the customer declined to answer if it exceeded 500 mg/dl. The customer did not have a usb-a cable available to reset the pump, so technical support provided reset information and planned to follow up the next day to ensure the pump resumed delivering insulin.